Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient had not charged the ipg for several months. As a result, communication could not be established with the ipg using multiple external devices. The patient currently does not have stimulation. Subsequently, the patient's ipg was explanted and replaced and she is receiving effective stimulation post-operatively.